Event description:
Related manufacturer reference number: 2017865-2022-08330, related manufacturer reference number: 2017865-2022-08332. It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The lead was returned for unknown patient death. As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.